Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore, additional event, product, and/or patient details are not attainable. The reason for reoperation is: ¿accumulation of foreign and adulterated silicone particles in their bodies.¿

Event description:
Patient representative reported for right side, "significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage and subcellular damage and past and future medical expenses" event of "cellular damage and subcellular damage and past and future medical expenses" is not device related. The device status unknown.